Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was capped on (B)(6) 2016 due to fracture and replaced successfully. No additional information was available.

Manufacturer narrative:
Analysis found a partial lead connector end was returned. The lead was confirmed fractured, clavicle crush fracturing all four filars in the inner coil distal to suture sleeve tie impression consistent with the reported event.